Event description:
It was reported to boston scientific corporation that while preparing for a procedure involving prolieve thermodilatation kit, the nurse was inflating the anchoring balloon to test it. She noticed there was water in the package. The balloon had a leak. She opened another of the same device and completed the case successfully.

Manufacturer narrative:
The suspect device, a prolieve catheter, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.